Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 21.2 cm to 22.4 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device.

Event description:
It was reported that the right ventricular lead exhibited high threshold. The lead was explanted.